Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on a dimension exl with lm instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided by the customer and the instrument data. The sample results along with quality control (qc) were processed out of the same tni assay flex cartridge and wells which indicates there is no assay issue. The was no indication in the data of a sample or instrument issue. There is no evidence of a product non-conformance. The instrument is operational. The cause of the event in is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The discordant result was reported to the physician and was questioned. The same sample and new sample draws were processed the same day and the next day on the same instrument and lower correct results were obtained and reported. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.